Manufacturer narrative:
Other relevant device(s) are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. The patient's date of death is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient never had low pressure problems, but five days after their deep brain stimulator (dbs) operation they passed out and fell on their face due to their blood pressure dropping. Slowly, the patient had more and more dizzy spells and as the years went by they had a very bad case of low blood pressure. The patient tried medications, but they didn¿t help so they ended up seeing a kidney specialist. The hypotension continued and was very bad especially before they had a stroke two years ago and passed away six months after that. When the consumer was asked if the death was related to the device they stated no and that the device had provided good tremor control for the patient. Additional follow-up was attempted with the healthcare provider (hcp) but they were unaware of the patient¿s death as they last saw them in 2015. No further patient symptoms or complications were anticipated. Relevant medical history includes parkinsons's dual and movement disorders.